Event description:
The customer identified four additional samples that were impacted by this event; siemens determined that falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples, a falsely depressed calcium_2 (ca_2) result was obtained on a patient sample, and a falsely depressed microalbumin_2 (ualb_2) result was obtained on a patient sample on an atellica (B)(6) analyzer. The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica (B)(6) analyzer. The repeat results matched the patients' clinical picture and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00004 on 12-jan-2024. Additional information (22-jan-2024): the customer provided additional patient samples that were impacted by this event. Siemens evaluated the instrument files to obtain the results obtained on the additional samples. Sections b5, b6 and b7 were updated to reflect the additional information. Siemens is evaluating the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2024-00004 on 12-jan-2024 and first supplemental MDR on 13-feb-2024. Additional information (14-feb-2024): in addition to the service actions mentioned in the initial report, a siemens customer service engineer (cse) performed auto check and leak test, noted a slight change in dilution arm pressure, replaced a probe, checked and tightened fittings, reran the leak test, which recovered acceptably. The cse also reviewed atellica test protocol (atp) results and hardware operation, which were within specifications. Additionally, siemens reviewed the instrument data and identified issues with the reaction washer aspirate probe 3, cuvette vacuum manifold and reagent arm 1 (r1). The cse replaced reaction washer probe valve, valve connector, cuvette vacuum manifold, wire harness assembly and connectors, r1 levels sense cable and board, and r1 valve. The instrument was monitored for 2 weeks to verify that there were no further erroneous results. Siemens determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report and above, contributed to the event. Investigation findings code and investigation conclusions code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous results were obtained on an atellica ch 930 analyzer. Quality control (qc) was within range before the samples were processed. Following the erroneous results, the customer repeated qc, which recovered outside the range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse ran an atellica test protocol and replaced the level sense pressure control board for reagent probes 1 and 2. Siemens is evaluating the event.

Event description:
Falsely elevated concentrated carbon dioxide (co2_c) results were obtained on two patient samples on an atellica ch 930 analyzer. Additionally, a falsely depressed calcium_2 (ca_2) result was obtained on the sample identified as (B)(6). The erroneous results were reported to the physician(s). The samples were repeated on an alternate atellica ch 930 analyzer. The repeat results matched the patients' clinical picture and were reported to the physician(s). The customer also reported that multiple other patient samples were impacted by this event; however, the customer did not provide the details for all affected patients. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c and falsely depressed ca_2 results.